Event description:
It was reported that the gas supply unit failed during use. "The user passed the device check before use of the device. However, the device alarmed the "internal gs500 failure" while in use. The service tech has confirmed that the turbine of gs500 did not work". No injury was reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.